Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not complete/completely correct. The updated event information is being submitted via this follow up report under b5 section.

Event description:
Updated summary: customer had a calibration not accepted alert. Patient was sleeping and woke up in the middle of the night shaking and sweating and when she checked her blood glucose (bg) it is 89mg/dl and sensor is not working. She tried to calibrate but it didn't work and got a change sensor alert. Then she checked her bg again 8am it goes down to 59mg/dl and then she ate breakfast then bg went up to 393mg/dl but she did bolus and trying to lower down her bg. Customer experienced low blood sugars for a few minutes. Patient was not able to troubleshoot due not feeling well.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not completely correct. The corrected/updated event narrative is being submitted via this follow up report under b5 section.

Event description:
Updated/corrected event narrative: information received by medtronic indicated that the was sleeping and woke up in the middle of the night shaking and sweating and when she checked her blood glucose (bg) it is 89 mg/dl and sensor was not working. She tried to calibrate but it didn't work and got a change sensor alert. Then she checked her bg again at 8am it goes down to 59 mg/dl then she ate breakfast then bg went up to 393 mg/dl but she did bolus and trying to lower down her bg. Customer experienced low blood sugars for a few minutes. No harm requiring medical intervention was reported. Troubleshooting was performed for low bg and customer confirmed they have treated the low bg with oatmeal and granola bar 50carbs. Advised customer to follow up with their hcp once bgs are stable. The device will not be returned for analysis.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and hence suspected that the insulin pump might have over delivered insulin. Customer do report symptoms related to low blood glucose like sweating and shaking. Customer reported about receiving change sensor alert. Customer stated that the blood glucose value dropped from 89mg/dl to 59mg/dl. Customer treated the low blood glucose with carbohydrate intake. No harm requiring medical intervention was reported. Troubleshooting was performed and the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.